Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7146864.

Event description:
It was reported that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) and a spinal cord stimulation (scs) lead were replaced due to an unknown reason. The explanted devices were kept by the medical facility.